Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stop working. Customer stated the insulin pump was asking to replaced new battery and keeps asking to change. Customer had used at least four (4) batteries and still does the same and suddenly it showed and open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.